Event description:
Image freezes sporadically. No alarm, no other functions. No monitoring possible on multiview (central) workstation. There was no injury.

Manufacturer narrative:
The defective parts were evaluated and found to exhibit signs of esd damage. All manufacturing inventory was tested and found to be ok. Because these parts were installed in the field as an upgrade, co concludes that they were damaged during installation. A bulletin has been innued alerting the field service organization to the potential hazards if esd precautions are not exercised.